Event description:
It was reported that the button pulled out of the patient when the surgeon was shuttling the sutures. The case was completed with an ar-2290.

Manufacturer narrative:
The devices were not returned for evaluation; no pictures were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. A user error is the most likely cause(s) for the reported failure, improper bone preparation; however, due to the device not being returned, we are unable to confirm the reported event.